Manufacturer narrative:
Investigation: visual inspection revealed that the curved, top electrode was bent at a sharp angle. There was some evidence of blood. Based upon the visual observations, the reported complaint for "electrode bent" was confirmed. A lot history record review could not be performed as the product lot number is unk. (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview 7x bisector failed before use, the bisector appeared to be bent. A new kit was used to complete the procedure. There were no pt effects. The product was returned.